Manufacturer narrative:
Product analysis:corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation however images of product were submitted and submitted images appear to display set screw thread damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion due to lumbar canal stenosis. Intra-op,the surgeon operated a break off driver for loosening a set screw in compression procedure although the driver did not fit the set screw correctly. After the surgeon tried to insert the set screw several times, burr occurred in one set screw at left of l4. The set screw was tightened and loosened for several times. It is unknown whether any fragment of the implant remained in the patient. The set screw was changed to a new one. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.